Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation is not applicable as device was not implanted.

Event description:
Healthcare professional reported "rupture during implanting surgery". Device was not implanted. It is unknown if surgery was completed with a backup device.